Manufacturer narrative:
On follow-up with the user facility, the physician involved in the endoscopic procedure stated no complications were noted during the initial procedure and that he does not believe the perforation was associated with use of to the padlock clip. The reported perforation was detected via CT scan during a follow-up presurgical evaluation, and antibiotics were administered. The perforation was subsequently repaired during the surgical follow-up. The patient is reported to be well. Usage of the padlock clip device in this manner is not accordance with the intended use. Statements from the instructions for use include: "the padlock clip is indicated for use in flexible endoscopy and for the compression of tissue in the gastrointestinal tract, for hemostasis or for treating lesions of the wall of the gastrointestinal organs. The padlock clip is indicated for clip placement within the gastrointestinal (gi) tract for the purpose of: endoscopic marking of lesions hemostasis for: mucosal/submucosal defects, bleeding ulcers, arteries <2mm, polyps <1.5cm in diameter, diverticula in the colon closure of gi tract luminal perforations <20mm that can be treated conservatively." The device subject of this complaint has not been returned to steris endoscopy for evaluation. The lot number of the device subject of this complaint is not known. Steris endoscopy has informed the facility that use of the padlock clip device to assist resection is off-label and has offered in-service training to the user facility; however, the facility has declined. No further issues have been reported.

Event description:
The user facility reported a focal perforation was detected approximately two weeks following the endoscopic resection of a cancerous lesion which involved off-label use of the padlock clip pro select device as an assistive tool during the resection.